Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted at this time. A call was placed to technical services on 07/02/2018 stating that this lead was exhibiting an out of range atrial pacing lead impedance measurements. The following physician was dr. (B)(6) at (B)(6) cardiology in (B)(6), ml. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).